Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient¿s exact age is unknown; however, this was reported to be a neonatal patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a one-link microbore catheter extension set. This occurred during infusion. The set was being used with a catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.